Manufacturer narrative:
The reported event of sensing and noise anomaly could not be confirmed. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported during implant that device interrogation revealed loss of cardiac pacing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.